Event description:
Customer reported that pump issued an alarm 20 during insulin delivery, and technical support confirmed there was no reported adverse impact on blood glucose levels. Customer was unable to successfully reload the cartridge as the alarm persisted, so technical support decided to replace the pump. Customer was guided on placing the pump into storage mode and returning it with a pre-paid label, and a replacement pump was scheduled for delivery. Customer reverted to manual injections for insulin therapy.